Manufacturer narrative:
Zoll has not received autopulse platform for investigation. A supplemental report will be filed when the investigation has been completed.

Event description:
During shift check, the autopulse platform (sn (B)(4) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that " the autopulse platform (sn (B)(6)) displayed a "system error, out of service, revert to manual CPR" error message" was confirmed during the functional testing and based on the review of the archive data. The root cause for the reported complaint was the drive train motor brake assembly air gap was out of specification and was not adjustable, likely attributed to normal wear and tear. The autopulse platform is a reusable device that was manufactured in january 2009 and is more than 13 years old, well beyond the expected service life of 5 years. During the visual inspection of the returned platform, a cracked top cover was observed, unrelated to the reported complaint. This physical damage was likely due to mishandling, such as a drop. The top cover needs to be replaced to address the physical damage. In addition, unrelated to the reported complaint, the encoder driveshaft of the platform does not rotate smoothly and exhibits binding and resistance due to a sticky clutch plate. This type of driveshaft issue is characteristic of the normal use of the platform. The impact of a sticky clutch was not severe enough to make the platform non-functional. Deburring of the clutch plate needs to be performed to remedy the encoder driveshaft issue. The archive data revealed system error 139 (unable to hold compression position) message around the reported event date, thus confirming the reported complaint. System error 139 was generated if a platform cannot give optimum CPR, the platform stopped compression as intended if it can't provide optimum CPR. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering on, thus confirming the reported complaint. The brake gap inspection indicated that the drive train motor brake assembly air gap was too wide (0.012 "). The brake gap is not adjustable and continues to open out of specification (0.008" ± 0.001"). The two motor shaft dimples had widened/worn out. The m3-.5 x 4mm set screws would not lock into the encoder shaft's dimple locking wells and caused the brake to disengage. The drive train motor needs to be replaced to remedy the fault. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).